Event description:
It was reported that a device had a distorted audio function. In addition, there was no report of pt incident.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The eval found that the speaker produces sound but has a crackling/ clicking noise while on. Audio was found to be very low on the high and medium volume settings and barely audible at the low setting. This issue was caused by a failed processor pcb. The failed processor pcb was replaced.